Manufacturer narrative:
A ge service representative performed an on site investigation. The 5 volt power supply was adjusted and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9600 system locked up and stopped working. No pt injury was reported.